Event description:
The customer contacted stryker to report that their device was not starting up. The customer advised upon pressing the on button, a green screen appeared and the device then turned off. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's ui board to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not starting up. The customer advised upon pressing the on button, a green screen appeared and the device then turned off. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the removed user interface pcb assembly and a cracked and shorted capacitor, designator c181 was determined to be the cause of the reported issue.